Event description:
It was reported that a section of the distal portion of a 10f peel away sheath separated, entering the pt. A four inch section of sheath was successfully removed. The status of the pt is unk. As of 02/17/2000, there has been no furher info provided to the MFR.